Event description:
Wife states that the customer was passed out and wife attempted to test the customer on the aviva meter, but was unable to do so due to an error message. Wife called emts, who tested the customer at 34 mg/dl on their meter. Customer was treated with a glucose shot. Emts stayed for 2 hours until the customer's reading on the emt meter was up to 111 mg/dl. Customer was using expired strips at the time of the incident. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.